Event description:
Philips received a complaint on the dfm100 indicating that error occurs when device was in use. Device was in clinical use at time of event, however no patient harm reported. The reported problem was solved by customer, after performing the operational check, device was back to work normally. The device successfully passed all required testing. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.